Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 29.7-30.3cm and 33.0-33.5cm from the distal end, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 42.4-42.5cm from the distal end, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.0-10.9cm, 25.8-26.1cm, 26.0-26.5cm, and 39.7-39.8cm from the distal end. The etfe coating was intact at these abrasion locations.

Event description:
It was reported that an asymptomatic patient presented to the operating room for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.